Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported a needle mechanism failure occurred and the cannula did not deploy. No adverse patient impact was reported.

Manufacturer narrative:
The patient stated the issue initially reported was incorrect. An additional complaint was created with correct information. The complaint is no longer reportable under emdr.